Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported fraying of the micro-intubation sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged micro introducer is confirmed; however, the exact cause is unknown. One photograph of a micro introducer was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient with visible buckling and folding of the sheath tip. No further details of the damage could be discerned from the photograph. A slight curvature or bend was observed along the length of the device. No obvious use residue was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.